Event description:
This case was initially received via regulatory authority (B)(6) on 22-feb-2018. This spontaneous case was reported by a consumer and describes the occurrence of the first episode of device dislocation ("two inserts had become dislodged"), menorrhagia ("very heavy menstrual periods") and device dislocation ("the four titanium clips that had been posed were also gone") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "placed three inserts". The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced the first episode of device dislocation (essure - seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), allergy to metals ("allergies on arches of both feet: allergy to nickel - some residues remained"), complication of device insertion ("problems during placement"), procedural pain ("major pain with insistence"), disturbance in attention ("loss of attentiveness and difficulty concentrating "), depression ("depression"), fatigue ("fatigue") and the second episode of device dislocation (tubal ligation clips - seriousness criterion medically significant). The patient was treated with novasure (endometrial ablation under anesthesia) and hysterectomy to remove essure. At the time of the report, the menorrhagia, allergy to metals, complication of device insertion, procedural pain, disturbance in attention, depression, fatigue and the last episode of device dislocation outcome was unknown. The reporter provided no causality assessment for allergy to metals, complication of device insertion, depression, disturbance in attention, fatigue, menorrhagia, procedural pain, the first episode of device dislocation and the second episode of device dislocation with essure. The reporter commented: she knew she was allergic to nickel but was not warned about the composition of the device by the gynaecologist, and no tests were performed. Laparoscopic procedure was done in the 15 days that followed because she had placed three inserts. The CT showed dislodged devices and the physician proceeded to remove two of the inserts and decided, on his own, to leave one and to place four titanium clips on each side. She also had hysterectomy performed to eradicate all these errors, the residues and one remaining essure insert. It was discovered that the four titanium clips that had been posed were also gone, however, during the hysterectomy, the surgeon had removed only one and she still have three in her abdomen. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: two inserts had become dislodged. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 27-feb-2018 for the following meddra preferred terms: device dislocation: 3.050 cases. Menorrhagia: 638 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.